Manufacturer narrative:
Physio-control replaced both the system controller pcb and user interface pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not charge when prompted. As a result, the device would not be able to defibrillate, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.